Event description:
Dr reported that an abutment broke in function. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was unable to review the lot histories of the subject products since the product's lot numbers were not provided by the dr's office.